Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: investigation results the resolution 360 clip device was not returned therefore, product analysis could not be performed. However, the documentation attached includes pictures where it can be observed that the delivery control wire is bent. The reported event of a clip difficult to release from the catheter was not confirmed. There is not enough evidence to determine whether the clip difficult to release from catheter was due to the physician's technique during the procedure, due to the anatomical conditions or was related to a device malfunction. On the other hand, for the event handle break evidence is found in the photos provided by the customer that the control wire was manipulated with a tool, it's possible that they tried manipulating the wire control to release the clip when they had difficulty to release the clip inflicting damage on the handle, with this evidence this event will be categorized as adverse event related to procedure. The device returned without the clip assembly and with evidence of premature deployment. It is important to mention that the presence of this component is very important to the investigation, because the event reported is directly related to this piece, and to get a clarification of which could be the reason for the problem faced by the physician, this component must be inspected. Additionally, due to lack of evidence and without proper evaluation of the device, the available information in the complaint did not determine a more specific complaint cause, in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for polyps in the sigmoid colon, during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed fully, and the guide wire of the handle popped out and could not be retracted manually. A needle nose plier was used to twist them around the end of the catheter to rotate and manually retract the guide wire. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.